Event description:
The customer reported that the device activation tone was heard although no one was touching the device. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. All seal cycles were completed satisfactorily. The sample did not self-activate. The investigation found the device to function normally and within specifications.